Manufacturer narrative:
A supplemental is being submitted for the completion of the engineering evaluation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated, and revealed the following: presence of tortuosity within patient's access vessel. Minimum luminal diameter (mld) insufficient for use with a 14f sheath (it should be '5.5mm). Calcification nodule at the right access vessel, near the bifurcation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints for 'difficulty introducing sheath' and 'sheath distal tip damage' were empirically confirmed per information provided by the field clinical specialist. Available information suggests patient factors (calcification, tortuosity) likely contributed to the sheath insertion difficulty, while patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the distal tip damage, as review of the provided imagery revealed calcification nodule and tortuosity in patient's right access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage, as reported. Furthermore, during sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for ''inability to advance through sheath'' was empirically confirmed per the information provided by the field clinical specialist. Available information suggests patient factors (tortuosity) likely contributed to the event as imagery revealed tortuosity at the right access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, contributing to increased resistance during the advancement of the delivery system. The complaints for 'sheath kinked, bent' and 'liner punctured' were empirically confirmed based on information provided by the field clinical specialist. Available information suggests patient factors (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as imagery revealed tortuosity in patient's right access vessel. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, as reported. High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner damage (e.g. Liner puncture) due to direct interaction with crimped valve (e.g. Catching of bent strut), as indicated in this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing.

Event description:
As reported by our polish affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, there were some minor problems during the esheath+ insertion that were overcome with stiff wire maneuvers to achieve a proper position. However, during insertion of the commander delivery system with the valve, the system got stuck in the expandable portion of the esheath+ and was noted to be kinked at a distal part. At this point, the liner was torn and the valve protruded through the esheath+. The valve with the commander delivery system were removed from the patient as a unit. After device removal, the distal tip of the esheath+ was found to be damaged and bleeding at the puncture site was observed. The bleeding was treated by surgical cut down and suturing with no transfusion required. The procedure was aborted after this and the patient was noted as to be in stable condition.